Event description:
It was reported that during an electrocardiogram (egm) review, the physician observed a single undersensed premature ventricular contraction (pvc) from this implantable cardioverter defibrillator. Boston scientific technical services (ts) was contacted for review, and it was discussed that this was the result of the programmed automatic gain control feature. Potential options were provided for assessing the system in-clinic, as well as to prevent similar pvcs from being undersensed in the future. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.